Event description:
Information received by medtronic indicated that the customer reported that the down button of the insulin pump was not working, completely dysfunctional. The customer did not received stuck button alarm. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned." These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring=black. Case type=ngp. Customer returned device for an alleged critical pump error (open book image) alarm and the keypad is not responding found on october 22, 2022. Device was received with a critical pump error (open book image) alarm. Unable to verify unresponsive buttons due to critical pump error. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage to force sensor, electric board during visual inspection. Successfully utilized thump to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 40 (line number 1474 file number 26) fatal alarm confirmed in the history files on october 22, 2022 10:11:00.000 due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis (B)(6). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked keypad overlay. Critical pump error (open book image) alarm confirmed during analysis and triggered by pump error 40. Pump error 40 alarm confirmed due to moisture damage to electronic assemblies. Was unable to verify unresponsive buttons due to critical pump error. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.